Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while performing vascular diagnostic procedure. The procedure was completed as planned since the issue occurred at end of the procedure. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the table moved by itself, and the patient nearly fell. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found table pivot appeared to be malfunctioning. The philips field service engineer (fse) checked the system onsite and found that the extremely large patient was being moved with a hover mat. While troubleshooting the customer indicated that ad7 table pivot needs adjustment, felt pivot tension was not enough. To resolve the issue, fse removed as7 covers and adjusted table pivot tension, checked the breaks and pivot functions and found to be working correctly. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table moved by itself, and the patient nearly fell, which could affect patient safety. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.